Event description:
A nurse technician reported that the equipment did not recognize the handpiece and locked during a cataract with iol (intraocular lens) implant procedure. The case was completed with an alternate system following a delay of 20 minutes. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).